Event description:
Customer reported an issue with a tandem mobi pump concerning an occlusion alarm and insufficient insulin. The customer's blood glucose level did not have an adverse impact. The customer managed the situation by changing the infusion set and cartridge, which allowed insulin delivery to resume. Additionally, they reloaded the cartridge successfully to address the alarm regarding insufficient insulin. Customer technical support is set to send replacement charging supplies due to a charging issue, and a replacement pump was also provided. The problematic pump is to be returned to tandem. There was no reported impact on the customer's blood glucose level from these incidents. Customer reverted to an alternative method of insulin therapy.